Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact person of a peritoneal dialysis (pd) patient reported that she had noticed a fluid leak inside the cycler door compartment when removing the cassette from the previous night of treatment. The cycler was replaced for a fluid leak and the patient contact was advised to follow up with the pd nurse regarding this incident. Upon follow up with the patient's contact it was determined that the patient had used manual supplies to complete the treatment while waiting for the new cycler to arrive. The cassette/tubing set in question had already been discarded. The patient's contact stated that the patient had not experienced any adverse events as a result of this incident and the patient's effluent was clear. The patient was scheduled to go to the clinic for a follow up visit.